Manufacturer narrative:
The subject device was returned for investigation. Based on the results of the investigation and the information provided, it is likely due to / some kind of physical stress. However, the root cause could not be determined, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the adverse events reported. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that bronchovideoscope, due to adhesive peeling of distal end, distal end was not secured. There were no reports of patient involvement.